Event description:
It was reported that during a stent placement procedure for cockett syndrome, the system allegedly got stuck and releasing only half of the stent. It was further reported that there was difficulty in removal, thus the physician managed to break the system copper in the proximal part with scissors and removed the entire system, but the stent stayed inside the vessel and did not fully expand. Reportedly, thrombolytic treatment was provided. The current status of the patient is unknown.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly, the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation. No x-ray images were provided for review which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and misplacement. H10: d4 (expiration date: 10/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation and no x-ray images were provided which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Holding and handling of the system during deployment was found described; in particular the instruction for use state: 'hold stability sheath. Do not hold or touch the dark moving sheath.' Under required materials the instruction for use state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035ich (089mm) diameter guidewire'. The instruction for use further state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' And 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H10: d4 (expiry date: 10/2024), g3, h6 (device), h7, h9. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent placement procedure for cockett syndrome, the system allegedly got stuck and releasing only half of the stent. It was further reported difficulty in removal, thus the physician managed to break the system copper in the proximal part with scissors and removed the entire system, but the stent stayed inside the vessel and did not fully expand. Reportedly, thrombolytic treatment was provided. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 10/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure for cockett syndrome, the system allegedly got stuck and releasing only half of the stent. It was further reported difficulty in removal and thus the physician managed to break the system copper in the proximal part with scissors and removed the entire system, but the stent stayed inside the vessel and did not fully expand. Reportedly, thrombolytic treatment was provided. The current status of the patient was unknown.

Event description:
It was reported that during a stent placement procedure in the left renal vein via the right femoral vein access, the system allegedly got stuck and releasing only half of the stent. It was further reported that there was difficulty in removal, thus the physician managed to break the system copper in the proximal part with scissors and removed the entire system, but the stent stayed inside the vessel and did not fully expand. Reportedly, thrombolytic treatment was provided. The current status of the patient is unknown.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly, the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned sample was found with unlocked safety, used deployment mechanism and the stent was missing as it reportedly had been deployed inside patient. The condition of the returned system is difficult with bends and breaks which made a detailed re-construction impossible. The distal end of the inner catheter including tip, stent break, and pusher, and the distal end of the stent sheath are missing. Therefore, a detailed investigation regarding stent expansion issue/stent adhering to inner catheter could not be performed. The investigation leads to confirmed result for break, and detachment of components which were considered cascading issues. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and misplacement. H10: b5, d4 (expiration date: 10/2024), g3, h2, h6 (device) h11: h6 (method, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10